Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the basket could not catch a stone. While trying again, the basket wires became tangled and the device would not open. The procedure was completed with another trapezoid rx lithotripter compatible basket device. It is unknown if device was inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side-car push-back.

Manufacturer narrative:
Scope: pentax. Guidewire: jagplus. A visual examination of the returned device found residue present indicating device use. Furthermore, it was noted that the side-car presented push-back and the sheath was buckled near the heat shrink. Functionally the basket was not able to be opened when applying normal force to the handle. Upon forcing the basket to open, heavy residue was found on the basket, and one basket wire was caught on an adjacent wire. The heavy residue found on the basket prevented the device from freely opening. The condition of the returned incident device was consistent with the complaint; basket wire tangled. However, during device evaluation it was noted that the side-car presented push-back and the sheath was buckled. The most probable root cause for the side-car push-back is operational context as excessive force was applied to the device due to anatomical or procedural factors. The most probable root cause for the tangled basket wire is also operational context as the wire most likely was forced over on an adjacent wire during the attempt to capture the stone as no deformation was found in basket assembly. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).